Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported tubing detached at quick release. The patient observed insulin out of tubing about 6 hours after changing the set. This issue occurred with 1 set. No further information available.